Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a loss of connection. No additional event or patient information is available. No product or data was not available for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.